Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun

Event description:
The hospital reported that, during a case, higher than expected anesthetic agent output was noted. There was no reported patient injury.

Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The electronic vaporizer assembly was replaced.